Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error alert and calibration error on their device. The customer's blood glucose level at the time of incident was 400mg/dl. Troubleshoot was conducted. The customer states they removed the sensor and notices if was not bent, but covered in blood. The customer states they inserted new sensor and weak signal alarm. The customer was advised a replacement sensor would be sent, and to monitor the device and call back if issues persist.